Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error several times. The customer tried different infusion sets and reservoirs. Customer's blood glucose level was 7.1 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.